Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue.

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient injury and no delay in a procedure as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. An investigation of the complaint has been performed consisting of a documentary review. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. According to the available data and as the product has not been returned for inspection, the exact root cause of the incident cannot be determined. A CAPA determination has been initiated in order to implement actions to avoid the recurrence of this type of issue. (B)(4).